Event description:
The manufacturer received information alleging a trilogy evo ventilator gave audible and visual alarm for an internal battery issue. It was reported the device would only operate on alternating current (ac) power source. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.